Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right upper limb vein and artery. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, when pressure was 26mmhg, a burst sound was heard and when it was removed, it was found that the balloon burst. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.